Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the meniscus repair surgery, the t1 of the fast-fix was deployed and t2 could not be secured in the device needle. All ts were removed from the patient using tweezers. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4) (medical device problem code). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with some fractured and frayed suture and the t2 implant. The returned items have debris on them. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that based on the results provided via product evaluation the root cause of the reported events was due to a user vs procedural variance, which does not represent a device malfunction the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the meniscus repair surgery, the t1 of the fast-fix was deployed and t2 could not be secured in the device needle. All ts were removed from the patient using tweezers. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported. As per investigation results, a suture breakage was found.